Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A customer reported that a system had intermittent issues several times with the footswitch during a procedure. The customer had two footswitch types connected to the system at the same time. The procedure was completed. There was no patient harm. Additional information has been requested, but not received to date.